Manufacturer narrative:
It was reported that the ventilator delivered incorrect o2 concentration. The ventilator was investigated on site by our field service engineer (fse) and it was found that the air gas module was defective. The air gas module was replaced and the machine worked fine and passed all tests. The defected air gas module has been returned for further investigation. Simulated test use of the returned air gas module in a ventilator failed the pre-use check with internal leakage, pressure transducer and flow transducer tests. It was noticed that there were signs of liquid contamination on a printed circuit board (pcb) inside the gas module. The pcb was not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator delivered incorrect o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).